Event description:
It was reported that the patient presented for routine change of the pulse generator. During the procedure the physician could not loosen or remove the setscrew from the device header. Multiple torque wrenches were used in attempt to remove the lead from the header but were unsuccessful. Finally, nippers were used to break the header and the lead was freed. The generator was replaced, and the patient was discharged.

Manufacturer narrative:
No further information was available.